Event description:
A report was received that the patient will undergo an ipg pocket revision due to pain at the pocket site caused by the stimulation.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient will undergo an ipg pocket revision due to pain at the pocket site caused by the stimulation.